Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, that the customer experienced an issue where the universal surgical manipulator 4 (usm4) faulted out and became disabled. The customer received phone assistance from technical service engineer (tse). The tse reviewed the system logs and identified error code 32097 for the usm4. The customer decided to leave the usm4 disabled and continued the surgical procedure using the other three arms for a three-arm system configuration. After the surgical procedure, the customer planned to perform a hard power cycle of the patient side cart to attempt recovery of the usm4. The procedure was completing as planned with no reported injury. Intuitive followed up to confirm that the patient demographics are not available.

Manufacturer narrative:
Upon visual inspection, the rolling loop fiber is misaligned, that found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the ¿319¿ error was triggered indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where ¿check all boards test¿ was found to be failing on the ¿0x3¿ axis. Once testing was completed, the ¿rolling loop fiber¿ was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿rolling loop fiber assembly¿ was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.